Event description:
Attorney alleges in 1999 the patient had a dorsal column stimulator implanted to treat the patient's lumbar nerve disorder. Following the surgery the patient's symptoms returned as they existed prior to the surgery. No report of device explantation. A follow-up report will be sent when additional information is received.